Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power control printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the power control printed circuit board of the 9800 system needed to be replaced. No pt injury was reported.